Event description:
Protime system inr results higher than reference lab. On (B)(6) 2010: protime inr 2.4 vs reference lab inr 1.6. On (B)(6) 2010: protime inr 1.3 and 1.9 vs reference lab inr 2.4 and 2.5. Customer reports that she was hospitalized for clots and is currently fine.

Manufacturer narrative:
(B)(4). MFR awaiting return of instrument and cuvettes for product evaluation.